Event description:
On august 14, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch surestep enhanced meter was giving inaccurately low readings. On august 16, 2006, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. In 2006, at 11:00 pm, the patient obtained the blood glucose reading of 16 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of thirst, fatigue and 'feeling ill'. Following the use of the meter, the patient administered self-care by taking an extra pill of his oral diabetes medication glyburide. Because of the symptoms, the patient's wife took him to the emergency room, where his blood glucose level was tested to be 512 mg/dl. The patient was treated intravenously with insulin and fluids. The patient was monitored in the emergency room for six hours. The patient was unable to state a cause for the hyperglycemia. Earlier on the day of the event, the patient had obtained the blood glucose readings of 6 mg/dl and 24 mg/dl. The patient did not treat himself based on these meter readings. During that day, the patient had taken his normal meals and medications. The patient takes the oral diabetes medication glyburide 5 mg twice per day. He does not adjust this dose based on meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call, the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call that, the test strips had been stored improperly and may have been expired, and the meter was not programmed for the correct calibration code number, all of which can cause inaccurate results. The meter, test strips and control solution were replaced. Although, the test strips had been stored improperly and may have been expired, the patient obtained low blood glucose readings on the reported meter while hyperglycemic, and received emergency medical attention and insulin treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.